Event description:
The reporter called alleging that the patient's meter was set to the incorrect unit of measurement. There is no information on whether the patient experienced any symptoms at the time of testing. The patient contacted a medical professional for advice and was advised to eat some food and/or beverage. The reporter mentioned that the meter was previously set to the correct unit of measurement and the patient did not recently change the unit of measurement in the meter settings. The complaint is being reported as a malfunction due to the fact that meter is in the wrong unit measurement while the patient does not recall going into the meter settings.